Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-oct-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving dilaudid via an implantable pump. The patient and the healthcare provider reported that a few months ago the patient¿s dog jumped on her and fluid built up on top of pump. The environmental, external or patient factors that may have led or contributed to the issue was the dog jumped on the patient and hit pump, kind of pulled on it. The diagnostics and troubleshooting performed was the pump nurse stated she aspirated fluid out a few times at pump refills, but it kept coming back. Fluid was over the pump for past few months - was suspected seroma per the physician. They had tried to do a dye study but couldn't aspirate. The company representative was called to come for a ¿pump revision¿ and when they arrived the found out all this information. When they opened up pump site, they found a small hole in catheter near pump so the physician removed that part of catheter and added a 8578 sutureless piece and it aspirated beautifully. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.